Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h6, h11 the customer provided photos of the reported injury. The provided images confirmed the reported burns. No images of the product were provided, and photos could not assist with the product investigation.

Manufacturer narrative:
The suspected cryosolutions set with 1 cartridge/1mm tip (33510) has not been returned for evaluation. As a result, a definitive root cause could not be determined. The issue of spraying in multiple directions may be the result of incomplete connection of the tip to the cartridge, or physical damage to the tip. The product's serial number indicates a manufacture date of 2011. Damage to the device may have occurred over a decade of use. Per the instructions for use (IFU), " screw the cartridge into the control mechanism in a clockwise direction both quickly and completely to ensure proper functionality." Additionally, "never use a damaged unit regardless of evident functionality. " the user must test the product and ensure its proper function before each use. Per the IFU, "before each use, ensure that the cryosolutions® unit is not damaged and is operating properly. Patients must be informed of possible risks prior to treatment. Additional IFU warnings have been added by the product manufacturer as part of a safety advisory. No record of lots affected by the safety advisory being sold to this customer were found; however, it is now recommended to assemble the device in a separate room from the patient. Safety glasses/eye shields are recommended.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The customer reported that while her son was being treated for a wart on his chin, the pediatrician used a cryosolutions pen/cryosolutions set with 1 cartridge/1mm tip (33510). The "pen malfunctioned, spraying the solution in multiple directions, causing burns to the patient's chest, neck, chin, and cheeks. Regrettably, the treatment did not address the wart itself". The degree of the burns were unclear. Home burn treatment was administered using over-the-counter burn cream. It was reported that post-procedure, the patient was "highly emotional and in significant pain, frequently screeching". The patient reportedly did not allow family to check or touch the affected area for several weeks.